Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the insulin pump was over delivering. The customer¿s blood glucose value was 40 mg/dl. Customer¿s current blood glucose was 233 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose value with food. Customer alleging possible insulin pump was over delivery because insulin pump did not suspend delivery when it was too low. No further complications were reported. The device will not be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
The customer was hospitalized for alleged low bgs and possible over delivery anomaly found on 06-jun-2022 on svn (B)(4) the customer reported alleged low bgs and the pump did not alarm low bg found on 27-mar-2022. On svn (B)(4) the customer reported alleged hypoglycemia events/low bg on 11-may-2022. On svn (B)(4) the customer reported alleged low bgs and possible over delivery anomaly found on 31-may-2022. On svn (B)(4) the customer reported alleged low bga and possible over delivery anomaly found on 31-may-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The pump properly paired with the guardian link 3 transmitter. The alert on low and suspend on low functions properly during testing. The suspend on low displayed "delivery stopped". No suspend on low anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were 163 boluses listed on the event date 06-jun-2022 in the pump history file for the primary svn (B)(4). Please see the first 10 boluses below. 06/06/2022 00:08:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 00:28:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 00:43:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 00:48:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 00:53:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 00:58:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 01:03:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 01:08:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 01:08:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 06/06/2022 01:13:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date 06-jun-2022 in the pump history file for the primary svn (B)(4). 06/07/2022 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 06/06/2022 00:00:00.000, dailytotalofallinsulindelivered: 120250 (12.025 u), dailytotalofbasalinsulindelivered: 50750 (5.075 u), dailytotalofbolusinsulindelivered: 69500 (6.95 u). There were no autosuspend (12) alarm noted in the pump history file for the primary svn (B)(4). Please see below for the usersuspended (2) alarm listed on the event date 06-jun-2022 n the pump history file for the primary svn (B)(4). 06/06/2022 16:13:02.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). 06/06/2022 23:19:55.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 06-jun-2022 in the pump history file the primary svn (B)(4). 06/01/2022 17:15:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/04/2022 13:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/05/2022 23:24:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/05/2022 23:34:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. Lost sensor alert (780) not confirmed. There was no data listed in march 2022. Unable to verify bolus, input source of boluses delivered and any alarms/suspends for event date for svn (B)(4). Unable to perform the history review 1 week prior to the event date 27-mar-2022 in the pump history file due to no data available for svn 000314094828. There were 157 boluses on the event date 11-may-2022 in the pump history file for the primary svn 000314267832. Please see the first 10 boluses below. 05/11/2022 00:03:17.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). 05/11/2022 00:08:21.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1750 (0.175 u), bolusamountdelivered: 1750 (0.175 u). 05/11/2022 00:13:17.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/11/2022 00:18:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/11/2022 00:23:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/11/2022 00:28:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/11/2022 00:53:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/11/2022 00:58:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 05/11/2022 01:03:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 05/11/2022 01:13:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date 11-may-2022 in the pump history file for svn (B)(4). 05/12/2022 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 05/11/2022 00:00:00.000. Dailytotalofallinsulindelivered: 142750 (14.275 u). Dailytotalofbasalinsulindelivered: 63000 (6.3 u). Dailytotalofbolusinsulindelivered: 79750 (7.975 u). There were no autosuspend (12) alarm noted in the pump history file for svn (B)(4). Please see below for the usersuspended (2) alarm listed on the 11-may-2022 in the pump history file for svn (B)(4). 05/11/2022 14:13:49.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-may-2022 in the pump history file for svn (B)(4). 05/04/2022 17:27:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/09/2022 00:32:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/09/2022 16:39:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/09/2022 17:01:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 05/09/2022 18:04:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. Lost sensor alert (780) not confirmed. There were 190 boluses listed on the event date 31-may-2022 in the pump history file for svn's (B)(4). Please see the first 10 boluses below. 05/31/2022 00:04:56.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/31/2022 00:09:54.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 05/31/2022 00:14:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 05/31/2022 00:19:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/31/2022 00:24:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 05/31/2022 00:34:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 05/31/2022 00:39:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 05/31/2022 00:44:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 05/31/2022 00:49:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 05/31/2022 00:54:55.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date 31-may-2022 for svn's (B)(4). 06/01/2022 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 05/31/2022 00:00:00.000. Dailytotalofallinsulindelivered: 146500 (14.65 u). Dailytotalofbasalinsulindelivered: 65750 (6.575 u). Dailytotalofbolusinsulindelivered: 80750 (8.075 u). There were no autosuspend (12) alarm noted on the event date 31-may-2022 in the pump history file for svn's (B)(4). Please see below for the usersuspended (2) alarm listed on the event date 31-may-2022 in the pump history file for svn (B)(4). 06/06/2022 16:13:02.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). 06/06/2022 23:19:55.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 31-may-2022 in the pump history file for svn's (B)(4). 05/26/2022 20:28:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/29/2022 23:36:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/29/2022 23:54:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Possible over delivery anomaly not confirmed. The pump did not alarm low bg not confirmed. Suspend anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.